Manufacturer narrative:
Additional information was received such as a4 ¿ patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that a surgical intervention occurred wherein the system was explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-48410. It was reported that the patient was experiencing uncomfortable stimulation due to lead migration. As a result, surgery intervention is pending to address the issue.